Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a burnt plastic distal end cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: cf-hq190i operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Cf-hq190i operation manual: chapter 4 operation:4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.